Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 600 mg/dl. The customer woke up with high blood glucose levels, and was vomiting the whole day. The customer delivered boluses every hour and changed the infusion set, but his blood glucose levels remained elevated. Nothing further was reported.